Event description:
A caller reported experiencing a cgm error 42 with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for resetting the pump and assisted the caller through the process. After the reset, the pump no longer displayed the cgm error code, and the caller was able to successfully start their sensor session.